Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During stat drain 4 the patient encountered several air detected in cassette warnings. Patient was advised to cancel treatment. When the patient opened the cassette door there was fluid in the pump module area and fluid on the external of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the pdrn verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient indicated the ability to perform manual treatments until new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler set used by the is available for return for physical evaluation by the manufacturer. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak test passed. The valve actuation test passed. A 3 hour accelerated stress test was performed and passed with no issues. There were no fluid leaks in the test cassette. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Mushroom head check passed (10/13/2021). The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During stat drain 4 the patient encountered several air detected in cassette warnings. Patient was advised to cancel treatment. When the patient opened the cassette door there was fluid in the pump module area and fluid on the external of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the pdrn verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient indicated the ability to perform manual treatments until new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.